Manufacturer narrative:
The manufacturer is currently waiting for information regarding next removal attempt.the additional information will be provided in a supplemental report.

Event description:
On 30 september 2024,senseonics was made aware of an incident where physician was unable to remove the sensor on the first attempt made on (B)(6) 2024.

Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects".it was reported that the user's sensor could not be removed. The sensor was palpable and a magnet was used to locate the sensor. Customer care made multiple attempts to contact the hcp's office to gather additional information regarding the removal attempt, but no response was received. B4.date of this report updated to 13 november 2024. G3 date received by the manufacturer ?22 october 2024. H3. Device evaluated by manufacturer? No.